Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via e-mail that the customer had leakage around the reservoir, and she did smell like insulin. The customer changed the infusion/reservoir and it did not happen again. No further information was provided.